Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of noise. Subsequently a revision procedure was performed where the ra lead was surgically abandoned and replaced. It was noted that the right ventricular (rv) lead was also surgically abandoned during the procedure due to an unspecified product performance issue. No additional adverse patient effects were reported.